Event description:
In preparation for a hip arthroplasty the pt received a 16fr foley catheter. The catheter's 10cc balloon was inflated with 10cc of sterile water with no problems. Two days later an rn attempted to remove the 16fr foley catheter. The rn was unable to deflate the placement balloon using a syringe and balloon valve. The catheter balloon valve would only allow fluid to flow into the balloon and would not allow fluid to flow out of the placement balloon. After several unsuccessful attempts at deflating the catheter balloon the rn cut the catheter at the balloon valve. The catheter balloon still would not deflate. The catheter was cut two more times in 2 to 3 inch segments with no success in deflating the catheter balloon. At this point the pt's urologist was called in and the physician was able to puncture the catheter balloon and remove the foley. The pt experienced no pain or injuries.